Event description:
Upon advancement of a coronary stent with delivery sys to an unk target lesion site, tracking resistance was noted. In response, an inspection of the sds was performed resulting in the observation that the sheath was the leading edge and the stent had moved distally towards the tip of the sds. The sds was subsequently withdrawn in response to the inspection observations. Upon withdrawal, it was reported that a dissection was observed to the left main. To address the reported dissection, the pt was sent for surgery and it was reported that the pt subsequently died during surgery.